Event description:
This is a spontaneous case report received from a medical doctor in united states on 25-aug-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) implanted in 2010 for permanent sterilization. She was not pregnant. Hsg (hysterosalpingogram) test was never done. Patient has history of kidney stones. On (B)(6) 2015 she went to the doctor with complaints of dysmenorrhia and metrorrhagia. The cat scan was ordered for her kidney stones and not essure. Scan test results showed that the essure device which appears to be out of the fallopian tube was in distal aspec within fundus of the uterus on the proximal axis. The doctor was planning to do hysterectomy. At the time of this report, essure was ongoing. Ptc investigation result was received on 13-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported adverse events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported adverse events and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that a scan test was performed and the result showed device which appears to be out of the fallopian tube, in its distal aspect, is within fundus of the uterus on the proximal axis (interpreted as device dislocation). The doctor was planning to do hysterectomy. This event is serious due to its medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, the exact date and mechanism of dislocation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no relationship between the reported adverse events and a quality defect. Further information (uterine tubal perforation questionnaire) has been requested.

Manufacturer narrative:
Follow-up information was received on 30-nov-2015 from physician. No further information provided regarding the events. The CT findings were not confirmed. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that a scan test was performed and the result showed device which appears to be out of the fallopian tube, in its distal aspect, is within fundus of the uterus on the proximal axis (interpreted as device dislocation). The doctor was planning to do hysterectomy. This event is serious due to its medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, the exact date and mechanism of dislocation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no relationship between the reported adverse events and a quality defect.